Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient's device works some days and does not other days. The caller stated he tried to switch programs to resolve the therapy issue and the patient felt a shocking sensation. The patient felt the shocking around (B)(6) 2020. The caller increased stim on p3 during the call and the patient feels comfortable stim. Patient services walked the caller through how to decrease stim to 0.0 on p1, 2 and 4. It was recommended that they follow up with their healthcare professional. No further patient complications are anticipated or expected as a result of this event.